Event description:
Boston scientific received information that an alert was issued in the patient's remote monitoring system indicating a problem with the right ventricular (rv) lead. A lead safety switch (lss) warning was displayed due to rv pacing impedance measurements of greater than 2,000 ohms. A review of stored episodes found noise on the rv channel that appeared to be artifact from the minute ventilation sensor. The patient was to be seen in the clinic to evaluate the rv lead. No adverse patient effects were reported. The patient was seen in the clinic and troubleshooting was performed. Via fluoroscopy, the terminal pin appeared to be fully inserted. A connection issue could not be determined. During the revision, constant noise was observed on the lead even when the patient was not moving. A lead fracture was suspected and a new lead was implanted successfully. When the chronic rv lead was extracted, however, there was an obstruction coming up through the right atrium/supra vena cava (svc) area and also at the proximal subclavian area. The lead bacame stuck, and when the physician pulled on the lead it unravelled and finally broke, leaving a two centimeter portion of the lead's tip embedded in the subclavian vein. An x-ray the following day confirmed the lead tip remained in the same place, and the patient's case was to be reviewed by a vascular surgeon to determine next steps.

Manufacturer narrative:
(B)(4). The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed the reported clinical observation that the lead tip was missing and had been pulled apart from the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented. Electrical testing and x-ray were performed on the remainder of the lead and it was noted the anode and the cathode conductor coils were fractured at 16-17.5 centimeters from the terminal pin. Microscopic evaluation revealed localized compressive stress on the insulation surface in this area. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.